Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and system error 2367 alarm with the homechoice (hc) machine during fill 3 of 5. The technical service representative (tsr) explained the supplies have been compromised and the hp would need to start over with new supplies. The hp wanted to end therapy manually. The tsr advised the hp to call the nurse in the next 24 hours to let her know what happened and notify her of any missed therapy on the hc. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated, he did not notice any visible damage or abnormalities with the cassette that was in use that may have caused the alarm to occur. The hp explained that he discarded the samples and did not know the lot number. The hp advised that he did notify his nurse of the alarm and was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.